Event description:
An elevated dimension ctni result (>1.6 ng/ml) was reported to physician. The pt was administered heparin based on one ctni result. Subsequently, the pt developed an internal bleed. The MFR's recommendations, included in the product literature for confirmation of myocardial infarction is to follow the world health organization guidelines which requires two of the following criteria to be present to confirm myocardial infarction: EKG changes consistent with infarction, temporal changes in cardiac marker levels and chest discomfort of significant duration (>20 mins). Additionally, the product literature describes the use of specimens free from particulate matter, including fibrin, for ctni testing on the dimension. The info described by the customer suggests these recommendations were not followed.